Event description:
It was reported that the patient was sweating and unapproachable. The patient was offered sugary drinks, but declined. An ambulance was called and the patient's blood glucose level was 35 mg/dl. At that time she accepted the sugary drinks. A bolus of 3 units of insulin was found in the infusion device that the patient states she did not program. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.